Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy. The original cartridge lot number was unavailable.